Event description:
On (B)(6) 2013, the reporter contacted lifescan, alleging inaccurate results. The patient reported blood glucose results of 123 mg/dl with a lifescan meter and 103 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy.